Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. When asked if the cause of the stimulation issue was determined, it was reported that stimulation was off and had been turned back on. It was reported that the issue had since been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was just fine with an intensity of 4.0, but when the patient fell down and got up, the pain in the lower back suddenly increased. The intensity was increased to 5.0, but the pain did not improve at all; stimulation was not effective and the lower back pain was "strong." It was confirmed that the stimulation was on. It was confirmed that the intensity was set to 1-4.5. The remaining battery level was confirmed to be 80% for the controller, and 50% for the ins. Stimulation did not appear to increase even when intensity is changed from 4.0 to 4.5. The issue was not resolved.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.